Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2017-04172. It was reported the patient experienced ineffective stimulation. In addition, the patient described stimulation as being uncomfortable and inconsistent. As such, surgical intervention was undertaken on (B)(6) 2017 to explant and replace the leads. In addition, the patient's ipg was electively replaced to provide burst technology and MRI compatibility. Improved stimulation was established post-operative.